Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the rep did an impedance check on a battery that was at eos and got >4000ohms on all pairs. Rep wanted to know if this is normal. It was reviewed with the caller that this is normal as the battery is too low to provide an accurate impedance measurement.